Event description:
It was reported that the customer experienced high blood glucose of 422 mg/dl. Customer stated that her blood glucose would not come down upon correcting with the insulin pump, but after six to eight hours, her blood glucose level would go very low. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. During manual prime, insulin exited the tubing and no leaks or air were found. Settings were correct, however, the time was off. The high pressure test could not be performed as the customer did not have a tubing clamp. The displacement test was passed. No significant issues were detected. The customer stated, the insulin pump had been dropped a few times. A self-test was performed and passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.